Manufacturer narrative:
Reliability analysis inspected 2 opened/used sensors and performed bbs solution test per (B)(4). One of 2 sensors failed for no isig readings. Checked lab transmitter for proper use and operation using tool t7706 and transmitter passed per spec, 1 remaining sensor passed with accurate readings.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 144 mg/dl and a sensor glucose level between 36 and 54 mg/dl. The customer also reported receiving bad sensor alerts and calibration errors. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.